Event description:
It was reported that the clinician was experiencing difficulty interrogating the implantable cardioverter defibrillator (ICD). It was noted that the patient was lost to follow up and had been approximately four to five years since the last interrogation. Since the patient denied having a change out procedure, boston scientific technical services (ts) discussed potential reasons for the inability to interrogate the ICD including low battery. A revision procedure was performed where it was discovered that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. The rv lead sensing and threshold measurements were within normal limits. The physician opted to explant the ICD and surgically abandon the rv and ra leads. It was noted that the patient would be sent home in a life vest while the physician considers therapy options for the patient. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated and had no telemetry. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). There were no arc marks on the can when examined before opening the device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4)

Event description:
It was reported that the clinician was experiencing difficulty interrogating the implantable cardioverter defibrillator (ICD). It was noted that the patient was lost to follow up and had been approximately four to five years since the last interrogation. Since the patient denied having a change out procedure, boston scientific technical services (ts) discussed potential reasons for the inability to interrogate the ICD including low battery. A revision procedure was performed where it was discovered that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. The rv lead sensing and threshold measurements were within normal limits. The physician opted to explant the ICD and surgically abandon the rv and ra leads. It was noted that the patient would be sent home in a life vest while the physician considers therapy options for the patient. No additional adverse patient effects were reported.